Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a site visit by bd representatives, biomed reported damage iui connectors in addition the staff reported complaints of channel disconnect during an unspecified infusions. It was reported that the devices either do not power up, disconnect during infusions or a communication error.